Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged, which resulted in loss of capture. Subsequently, this lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that after the lv lead dislodged, the patient's experienced symptoms similar to that of before the crt-d implant. The lv lead dislodgement was confirmed visually and there was no evidence of device header to lead connection issues. The lv was explanted. No additional adverse patient effects were reported.